Event description:
It was reported the patient had a severe subdural hematoma following the implant procedure. Patient underwent an emergency craniotomy. Physician assessed the event to be possibly related to the surgery, unlikely related to stimulation, and not related to the device hardware. Additional information received that post implant procedure the patient was slow to wake from surgery and pupils were equal but sluggishly reactive. CT imaging was taken which revealed an acute left subdural hematoma. The patient underwent an emergency craniotomy to evacuate the hematoma and the device remains implanted.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5115683. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5177004.

Event description:
It was reported the patient had a severe subdural hematoma following the implant procedure. Patient underwent an emergency craniotomy. Physician assessed the event to be possibly related to the surgery, unlikely related to stimulation, and not related to the device hardware.